Event description:
In 2008 patient had surgery for bladder prolapse and had a mesh sling implanted patient. Complains of no urination, incomplete bladder emptying right after surgery. Patient also states after surgery until today she still has severe bladder pain and frequent uti. She states that she is on a daily antibiotic and cannot have mesh removed due to cancer and chemotherapy. Patient states she would like this product off the market.